Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Manufacturing site eval: evaluation on-going.

Event description:
Country of complaint: (B)(6). Surgeon is "greasing" sutures for radial hysterectomy procedures. "Greasing" is due to tissue drag. Believed to be greasing with glycerol to allow smoother passage through tissue. Main concern, this suture material is rougher than the ethicon version.